Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the results of the investigation, we believe that the use of high-energy treatment equipment without maintaining a sufficient distance from the tip may have led to the burning of the tip cover. The root cause could not be determined. Inspection method for the suggested event is described in the instruction manual (operation manual) for gif/cf/pcf-290 series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited a burnt distal end cover. There were no reports of patient involvement.